Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used adapter assembly with a miscellaneous extension tubing and a terumo syringe and five photos. Upon inspection of the received unit, it was found that the inside of the luer, on the adapter, had been damaged. The unit was then tested for leakage and leakage was observed from the location of the damage. This leakage may result in air in the line when drawing using the syringe. The reported defect was confirmed and determined to most likely be related to the manufacturing process. Damage to the luer may occur due to misalignment between the adapter and manufacturing equipment resulting in excess force to the wall of the adapter. Preventative maintenance and quality inspections are performed at regular intervals to mitigate the risk from this type of defect. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported when using the bd¿ insyte autoguard shielded IV catheter there were air bubbles/air in the line. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "while confirming blood backflow, the hcp observed lots of air bubbles occurring."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ insyte autoguard shielded IV catheter there were air bubbles/air in the line. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "while confirming blood backflow, the hcp observed lots of air bubbles occurring."